Manufacturer narrative:
Updated data: b1, b2, b3, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve failed approximately 6 years following implant. Subsequently, a re-do transcatheter aortic valve implantation procedure was performed using a non-medtronic transcatheter valve due to tight patient anatomy.

Manufacturer narrative:
B3: event date is not known. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that an unknown time following the implant of a medtronic evolut pro transcatheter heart valve, the valve had failed for an unknown reason. A re-do imaging report was requested/performed as part of the evaluation. The patient outcome was reported as alive with no injury and no treatment was reported.